Manufacturer narrative:
(B)(4). Batch # t94114. Investigation summary: the device was returned with the blade tip broken off and not returned. This blade tip portion may have broken off of the device during transport to our analysis site. The device was assembled and disassembled to a test handpiece without any difficulty and it rotated freely. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device to stop activating and to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. No conclusion could be reached as to how this issue occurred. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the rotation knob could not work normally. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.